Event description:
A tracheostomy was being performed on this patient. The physician was using a bovie electrocautery device manufactured by aspen to cut through the tissues of the neck. As the trachea was opened, the tip of the endotracheal tube cut fire. Although the flames were immediately extinguished, the patient suffered burns in and around the tracheostomy sitedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.